Event description:
On (B)(6) 2024, a reporter from a hospital contacted lifescan (lfs) japan, alleging that the onetouch verio vue meter read inaccurately high compared to a laboratory method. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that on (B)(6) 2024, at around 1:00 pm, a patient who was undergoing dialysis as an outpatient was brought to the emergency department with a decreased level of consciousness. Because hypoglycemia was suspected, the reporter claimed the patient¿s blood glucose was measured and an unspecified result was obtained with the subject meter, which they stated was similar to the measurement result on another meter which was normal at ¿109 mg/dl¿, so it was decided to hospitalize the patient and they were sent for other tests. At this point, only intravenous fluids were administered, and no glucose or insulin administration was performed. The reporter claimed that 1 hour later, a laboratory blood glucose result of ¿39 mg/dl¿ was received and glucose was administered, and the patient began to regain consciousness. The reporter mentioned that if hypoglycemia had been detected at the time of the first blood glucose measurement, it could have been treated on the spot and hospitalization may not have been necessary. At the time of troubleshooting, the cca determined that the unit of measure was set correctly and that an approved sample site was used for testing. A replacement product was provided. This complaint is being reported because the patient reportedly required hospitalization after treatment was delayed due to an alleged inaccurate high result with the subject meter. The subject meter could not be ruled out as a cause or contributor to the event.